Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 48 pulses, all of which were first prime pulses, before being deactivated by the user. No timeouts, drive stalls or alarms were observed in the download data. The drive mechanism was investigated and no damages or deficiencies were observed that would have caused the device to not deploy. The device was not able to complete the priming sequence because it was deactivated after the completion of first prime, which is why the device did not deploy.